Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb was defective causing the lights not to illuminate, which confirmed the original complaint issue.

Event description:
Dealer is stating that the operating lights are broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the operating lights are broken.